Manufacturer narrative:
(B)(4).. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances or exceptions for this lot. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. The additional graftmaster referenced is being filed under a separate medwatch report.

Event description:
It was reported that during a procedure on (B)(6) 2013 to treat a lesion in the mid right coronary artery with tortuosity and calcification, a perforation occurred which required the use of a graftmaster stent. The 2.8 x 16 mm graftmaster stent delivery system (sds) was advanced, but failed to cross due to the anatomy. No other treatment was attempted on this day. The patient was brought back to the cath lab on (B)(6) 2013 and another attempt was made to advance a new 2.8 x 16 mm graftmaster, but the sds could not cross due to the anatomy. The perforation was left to heal on its own with no additional treatment. The patient is in stable condition. No additional information was provided.